Event description:
Patient reported receiving an 09 (techical inspection due), but did not recall receiving any of the 8x (technical inspection alert) warnings. Patient did not report any physiological effects.